Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(4) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were sensed atrial events observed from a plugged atrial port during in-office testing with the cardiac resynchronization therapy pacemaker (crt-p). There were no corrective actions taken and the device remains in use. No patient complications have been reported as a result of this event.